Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported per nursing report, it was leaking fluid and air at hub. The nurse changed the needleless connector which did not fix the issue. The needle was de-accessed and a new one was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed. The product returned for evaluation was one 20g x 0.75in. Powerloc max infusion set without y-site. A gross visual inspection of the returned unit found no damage or defects to the components. The unit was leak tested by flushing the female luer of the infusion set, with and without the injection cap attached, using water and a 12ml luer lock syringe. During testing no leaks were observed. Based on the available evidence, the reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.